Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01970, 0001822565 - 2019 - 01858. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface did not slide in and click as it usually does, it wouldn¿t track into place. Surgeon tried to seat it numerous times and completed the procedure with another articular surface of the same size (prolonged version) and he was able to seat it successfully right away.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device identified that the dovetail feature exhibited damage both flared out and compressed, as well as the proximal and distal surface showing damage in various areas. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Damage to the device can occur if it is not correctly placed and oriented before using the inserter instrument, which has been indicated from inspection of the device. Thus, the root cause is related to surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.